Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via that the customer experienced high and low blood glucose level. The customer¿s blood glucose level was 15.9 mmol/l and customer used bolus to treat high blood glucose and it was went down to 2.7 mmol/l. Customer¿s other relevant blood glucose level was 12.1 mg/dl. Customer took carbohydrates and food to treat low blood glucose. The customer was using insulin pump within 48 hours of reported event. Customer stated that the auto mode feature was of insulin pump was active. Customer did not alleging insulin pump was over delivering. The insulin pump will not be returned for analysis.